Event description:
It was reported that, while starting a case for a cori tka procedure, they received an "internal error" message and a "system console is bad". Cori unit was rebooted. There was no injury to the patient and very minimal delay (fewer than 30 minutes).

Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation. The case files were downloaded from the device and provided for investigation. The naviosystem and xsession logs were reviewed. The reported errors were confirmed, but they did not occur in the order as reported. The user had first incurred a robotic drill cable disconnected error, where the user had then gone back to the handpiece connection state, then the bur loading state. In the bur loading state is where the ¿system console is bad¿ error occurred. The "system console is bad" error message can occur when the user is in the bur loading workflow and the system times out. The timing out of the system "transitions" the system to a previously identified state, such as the handpiece connection state. However, because the system is transitioning and not in the correct state yet, it is considered to be in a bad state. Therefore, when commands in this workflow are called, such as homing, unlocking the bur, and locking the bur in this bad state, the "system console is bad" error is thrown. The user then exited the application. When going back into the case, an internal error occurred. Further log review found that the internal error was presented to the user when going back into the case. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. As part of corrective actions, the software issue related to the system console is bad error has been corrected and released in cori-v1.4.3 software. The internal error occurrence when going back into the case is under investigation by the software engineering team. D4: update UDI number d10: add concomitants h6: update codes.

Manufacturer narrative:
H3, h6, h7: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. The case files were downloaded from the device and provided for investigation. The naviosystem and xsession logs were reviewed. The reported errors were confirmed, but they did not occur in the order as reported. The user had first incurred a robotic drill cable disconnected error, where the user had then gone back to the handpiece connection state, then the bur loading state. In the bur loading state is where the ¿system console is bad¿ error occurred. The "system console is bad" error message can occur when the user is in the bur loading workflow and the system times out. The timing out of the system "transitions" the system to a previously identified state, such as the handpiece connection state. However, because the system is transitioning and not in the correct state yet, it is considered to be in a bad state. Therefore, when commands in this workflow are called, such as homing, unlocking the bur, and locking the bur in this bad state, the "system console is bad" error is thrown. The user then exited the application. When going back into the case, an internal error occurred. Further log review found that the internal error was presented to the user when going back into the case. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. As part of corrective actions, continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation. The case files were downloaded from the device and provided for investigation. The naviosystem and xsession logs were reviewed. The reported errors were confirmed, but they did not occur in the order as reported. The user had first incurred a robotic drill cable disconnected error, where the user had then gone back to the handpiece connection state, then the bur loading state. In the bur loading state is where the ¿system console is bad¿ error occurred. The "system console is bad" error message can occur when the user is in the bur loading workflow and the system times out. The timing out of the system "transitions" the system to a previously identified state, such as the handpiece connection state. However, because the system is transitioning and not in the correct state yet, it is considered to be in a bad state. Therefore, when commands in this workflow are called, such as homing, unlocking the bur, and locking the bur in this bad state, the "system console is bad" error is thrown. The user then exited the application. When going back into the case, an internal error occurred. Further log review found that the internal error was presented to the user when going back into the case. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Escalation actions applicable to the scope of the reported complaint have been identified, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. As part of corrective actions, the software issue related to the system console is bad error has been corrected and released in cori-v1.4.3 software. The internal error occurrence when going back into the case is under investigation by the software engineering team.